Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient was unable to operate the pump due to buttons not working. The reporter stated that the pump was rebooted and the verify screen was unable to be confirmed due to unresponsive keypad. The reporter stated that the keypad was noted to be peeling and there was evidence of moisture behind the display screen. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be unresponsive to presses. The keypad was removed and contamination corrosion was observed under the button contacts. Unrelated to the complaint, the display screen was found to be leaking and moisture damage was found inside the pump. Also unrelated dot the complaint, the vibration motor was found to be damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.